Manufacturer narrative:
(B)(6). No evaluation conducted to date as no product has been returned.

Event description:
The t2 pre-deployed during a acl with meniscus repair. There was a brief 3 minute delay as this was during the intra operative phase. The t2 was removed as the t1 remained intact in the joint. A new fast fix 360 was used to complete the repair. No patient impact resulted.